Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been requested. Ide hard drive kit. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.

Event description:
It was reported that the 6600 system will not boot up fully. There was no report of pt injury.